Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report where it was reported that the minicap was reused. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap was reused while the patient was in the hospital. The patient was treated with vancomycin (intraperitoneally, dosage and frequency not reported) for three to four weeks following this event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.